Event description:
It was reported that the patient sometime receives "electric shocks" when bending down. These are not painful but annoy the patient. Follow up performed to gather additional information has been unsuccessful. The pacemaker is still in use. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.